Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07/28/2025, the user¿s caregiver reported the ilet touchscreen was unresponsive and had a cracked screen. Blood glucose was unaffected. A replacement device will be provided, and the user will use backup therapy until it arrives.